Event description:
It was reported that prior to use of the implantable cardioverter defibrillator (ICD) the longevity estimate showed "grey bar" and unexpected longevity upon initial interrogation. The device was not utilized and an alternate device was used for the implant. No patient complications have been reported as a result of this event.